Event description:
It was reported that during a pump replacement a leak was found in the proximal part of the catheter. It was indicated it was ¿changed out.¿ additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# j11183r41, implanted: 2002-(B)(6), (B)(4).